Event description:
The customer reported receiving flagged, erroneous high white blood cell (wbc) results intermittently on patient samples run on a coulter lh 780 hematology analyzer, compared with results from a rerun on a coulter lh 750 hematology analyzer instrument, which the customer considered correct. Results for one patient sample were provided for review. Samples were collected in 4ml becton dickinson vacutainers and were processed within 30 minutes of collection. The customer did not question sample integrity for this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/01/2015 and found normally closed tubing at pinch valve vl3 was disconnected. The fse replaced tubing and confirmed proper routing, and then ran reproducibility to confirm operation. The repairs were verified per established service procedures. The customer redacted patient data before sending in the patient results records for review. Therefore, patient age, date of birth, gender, and weight are unknown.